Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number is unknown. Manufacturing date not provided. Device is unknown and not returning.

Event description:
It was reported that the dental driver tip would not disengage from the unknown biomet implant. Procedure was completed using another device.